Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the removal of the device with the vessel locator wings open. Per the instructions for use: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary diagnostic procedure. Reportedly, the sheath did not split properly. Resistance to thumb advancer advancement was felt at the distal end of the sheath. The device was removed with the vessel locator wings open. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the returned condition confirmed the reported failure to complete the thumb advancer stroke. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency. Reportedly, the safety release was not utilized to collapse the wings to remove the device. This is inconsistent with the instructions for use under the under the closure procedure section, which states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the patients body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage.